Event description:
An insulation defect of the lead was reported. The lead had been implanted for 12 months. The lead was explanted.

Manufacturer narrative:
The analysis was able to confirm that the lead body showed very pronounced signs of abrasion. The position and characteristics of the abrasions, as well as the imprints of the helix on the silicone tube, suggest a simultaneous occurrence of strong pressure of the lead onto the pacemaker housing and excessive friction of the lead at the pacemaker housing. Friction of the lead against other leads in the implanted state should also be considered. X-ray images or diagnostic images of any other kind, which would be able to provide information in the positions of the parts of the implanted system in the body in relation to each other, were not available for analysis. The analysis of the damage at the lead did not show any indications for manufacturing errors or material defects.